Manufacturer narrative:
A siemens headquarters support center (hsc) specialist analyzed the event and determined that upon obtaining measurement error e142 on the initial result, the customer did not handle the sample correctly. As per the dimension vista system's operator guide, measurement error e142 is triggered when "a problem with the test request occurred at the measurement step." The user should not report the result and should repeat the sample with fresh quality controls (qcs). "If the measurement error on the sample persists and the quality control is within expected limits, the user should dilute the sample 1:2 with a patient qc sample with a known value. If the sample does not contain an interferent, the result should be half the known value of the diluted sample." The hsc specialist determined that upon obtaining measurement error e142, the customer did not run qcs and incorrectly diluted the sample in a 1:200 dilution with diluent, prior to repeating the sample. The hsc specialist determined that the system produced a correct result, <2.90 mg/dl, for the incorrectly diluted sample. The customer used a non-siemens software, which neglected the "<" sign when reporting the result of 2.90 mg/dl. When the sample was repeated, without dilution, the result recovered as expected. The customer checked all configurations of the laboratory information system (lis). The cause of the discordant, falsely elevated result reported on the patient sample was a use error. The hsc specialist further determined that there is no indication of a malfunction with the siemen's system or reagent. The system is performing according to specifications. No further evaluation of this system is required.

Event description:
A flagged, elevated c-reactive protein (crp) result of 1.58 mg/dl was obtained on a patient sample on the dimension vista 1500 system. The sample was rerun using a dilution of 1:200 on the same system, resulting in another flagged result of < 2.90 mg/dl. The laboratory information system (lis) interpreted and released this result as 2.9 mg/dl and the physician(s) question the result. Based on the reported result, the patient underwent an x-ray and was treated with antibiotics. The initial sample was rerun on the same system, resulting lower (< 0.290 mg/dl). The patient's blood was redrawn and run on the same system, resulting in the same result as the 2nd repeat result from the initial sample. A corrected report with the result of < 0.290 mg/dl was provided to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated crp result reported on the patient sample.